Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had fallen off. Customer blood glucose was 300 mg/dl. The customer was advised that we would send replacement sensor. Customer declined to troubleshoot because this was the first it fell off or product doesn't adhering or sticking.